Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The dimensional inspection of the returned transfer set sample found the diameter of the patient connector to be within specifications. The sample was not confirmed for the reported issue and therefore, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between a minicap transfer set and a locking titanium adapter. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.